Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information request: can you please confirm if the device jaws were able to be opened once it was removed from the trocar? If yes, what troubleshooting steps were taken to open the jaws (knife reverse switch, manual override)? Response from affiliate- it was not able to be opened till now.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the surgeon performed a good firing on the first firing. However, on the second firing, the surgeon put the device with a white reload into the patient through trocar but could not open the jaws. It was reported the device did not work. Then the surgeon had to remove the device from the patient through trocar and changed a new device to complete the procedure. There were no adverse consequences for the patient.